Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited placement difficulties during implant, but was successfully implanted with good measurements. The same day of implant, during patient recovery, testing was conducted and revealed that the lead was dislodged. As a result a revision procedure was performed and the lead was repositioned. No additional adverse patient effects were reported.